Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the provided operation notes and x-rays. Operative notes confirm patient underwent incision, drainage, debridement, and one stage revision of right hip arthroplasty revision. During the procedure, it was noted that the bone was very hard and while attempting to seat the cup, the screw broke. Review of x-rays confirm a fractured screw tip is present within the acetabulum following revision. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent revision surgery for infection at an unknown amount of time post implantation. During the procedure, a screw broke when seating a new cup. The broken portion remains implanted. No known adverse event was reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.